Event description:
Patient using fullforce brace, injured playing soccer (B)(6) 2010. Patient sought medical attention and had acl surgery in (B)(6) 2011. The brace was in use for 2 years and patient/doctor did not answer question related to whether modifications were made to brace.